Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to detach from delivery system. A repeat procedure was performed with no intervention required. There was nothing unusual about the patient or procedure that might have led to this event. An endoscopy has been performed prior to the procedure and the esophagus appeared to be normal. The device will be returned for investigation. There was no harm caused to the patient.